Event description:
Journal reference: lohmann e, welter m-l, et al. Are parkin patients particularly suited for deep-brain stimulation mov disord. 2008; 23(5): 740-743. Patients with parkin mutations are known to have slower pd progression and a better response to levodopa at lower doses than patients with idiopathic parkinson's disease. To determine the effects of deep brain stimulation (dbs) on such patients, we have compared the follow-up after surgery of 7 patients with one parkin mutation, 7 patients with two parkin mutations, and 39 patients without parkin mutations. Twelve to 24 months after bilateral stn stimulation neurosurgery, the daily doses of levodopa equivalent were significantly lower in patients with two parkin mutations, indicating that these patients benefit from dbs, and they might have more durable results. Reportable event: one complication was noted at 12 month follow-up. One of the patients with two parkin mutations experienced a severe atypical ballistic dyskinesia in the legs after surgery, reminiscent of similar complications in some pd patients who underwent neural transplantation.